Manufacturer narrative:
Evaluation of the returned lantern confirmed a distal ovalization. Forceful manipulation of the device within the reported highly angled anatomy of the patient may have contributed to this damage. The lantern was fractured; therefore, functional testing could not be performed. The fracture on the lantern was not mentioned in the reported complaint and was likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the descending aorta using a lantern delivery microcatheter (lantern) and guide catheter. During the procedure, the physician encountered resistance when advancing the microcatheter through the guide catheter in the highly angled anatomy and removed the lantern. Subsequently, on the back table, the physician found the lantern ovalized approximately 10mm from the tip. The procedure was completed using a new lantern, two ruby coils, and the same guide catheter. There was no report of an adverse effect to the patient.